Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "focal rupture".

Event description:
Patient reported "not feeling great" due to recalled implants for left side. Patient later reported "radial folds" and "focal rupture of the left implant" via MRI. The device remains implanted.